Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced dyspnea and palpitations. The was oversensed noise on the atrial and right ventricular leads. The physician alleged the noise was related to both the leads and the pacemaker. The entire system was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.